Manufacturer narrative:
The customer has isolated the failure to the main board. The monitor will be returned for failure investigation. If new or significant information is identified in the investigation, a supplemental report will be submitted.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.